Event description:
It is reported the patient was revised to address the glenosphere disassociating from the base plate.

Manufacturer narrative:
This report wil be amended when our investigation is complete.